Manufacturer narrative:
The claimed issue was related to the low pressure alarm. There was no patient harm reported. The issue was decided to abe reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the drainage valve was defective. The issue was resolved by replacing drainage valve by third-party company. The device was delivered to the user in working condition. The root cause to the reported issue has not been determined. H3 : 4112.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).